Event description:
Caller reported experiencing intermittent occlusion alarms. Customer changed the pump supplies and resumed insulin therapy. The customer could not recall their blood glucose level, but stated they had high ketones. Ketone levels were identified as life threatening by health care provider. On (B)(6) 2025, the customer went to the ER and subsequently admitted to the hospital. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and the customer had no permanent damage. Customer declined a tandem¿s technical support follow-up to obtain a release date.